Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was repositioned due to dislodgement. Svc was occluded but existing lead was able to be repositioned. The lead remains actively implanted.